Event description:
It was reported that during an unknown procedure, the device fired fifteen clips and the orange indicator was showing. The surgeon fired the device again then the jaws would not close, therefore, the applier was not able to be pulled out of the shaft of the trocar. Another applier and trocar were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A 2.6 french dual lumen bd catheter was placed. Eight days later the catheter was noted to have leakage from the blue port at the bifurcation, but then stopped. Two days later at noontime, the blue port again was noted to be leaking at the bifurcation. The infant was also noted to be febrile and had an elevated white count. After extensive team discussion, the decision was made to clamp off the blue port and use as a single lumen. Later on that day at 1600, the red port was noted to be leaking. A decision was made to remove line. Patient currently has a single lumen broviac used for parental nutrition/intralipids, dopamine, opioid infusion, and has an 8 french left internal jugular hemodialysis catheter. Additional access was required for triple antimicrobial coverage and sedation. After eight attempts, a peripheral IV was placed in the right foot. There have been recent incidents of leaking of bd dual lumen catheters elsewhere in the hospital over the past few months for which a practice alert had been sent. At that time nicu cns checked all lot numbers in unit and confirmed lot numbers were not included in those reported as defective. A decision was made not to remove given that there was no available replacement of appropriate size. Remove bd dual lumen catheters from nicu supply, both 2.6 and 3.5 french. Continue search for appropriate alternative product. Discuss at nicu meeting.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout the analysis results of the el5ml found that it was received with the feeder shoe protruding from the shaft and inserted through a cb5lt trocar; due to the found condition of the feeder show the jaws could not be collapsed in order to remove the trocar from the clip applier. Further evaluation found that the device was empty, the lockout mechanism was fired through and one jaw ramp was broken. In order to evaluate the device's internal components, the device was disassembled. Upon disassembling of the device, the tab of the feeder shoe that latches with the clip track during the activation of the lockout mechanism was found to be bent, as a result of the device being fired through lockout and causing the feeder shoe to protrude from the shaft. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaws issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.